Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with lancet falling apart while sticking a patient, lancet coiled on the outside, and protective cap not on lancet in bag.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the lancet housing separating with the incident lot was observed. Although, it was determined upon closer examination, that the device was manually separated due to external force and the needle cap protector had been broken off, as opposed to twisted off. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for device separating with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined although the evidence indicates that the separation ssue was not a result of a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with lancet falling apart while sticking a patient, lancet coiled on the outside, and protective cap not on lancet in bag.